Event description:
It was reported in an on-line news article that the patient underwent a sling procedure on an unknown date. Post-operatively, the patient experienced constant pain and painful urination. Since the procedure, the patient has had multiple infections and has been on antibiotics since the operation. The patient has had various operations to try to remove the mesh.

Manufacturer narrative:
It was reported that a patient underwent a sling procedure on (B)(6) 2002 to treat mild stress incontinence. Since implantation the patient has experienced recurrent urinary tract infections, pelvic pain, painful urination, a burning sensation inside, dyspareunia, decreased libido, frequency of micturition and raised urinary residuals requiring intermittent self catheterization. The patient was hospitalized on (B)(6) 2002 with diarrhea, lower abdominal pain and blood in stool. The patient has been given multiple courses of antibiotics. The patient was seen multiple times by the inserting surgeon and in 03/2006 the patient was generally well. Then in 2009, the patient was evaluated by a urologist and diagnosed with mesh erosion between the middle and distal thirds of the urethra. The patient was treated with an intra-urethral laser procedure, cefalexin, and topical estrogen cream on (B)(6) 2010. On (B)(6) 2012 the mesh was removed. The inserting surgeon opines that the patient's urogenital atrophy contributed to the mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2012 to treat mild stress incontinence. The patient reports that since implantation she has experienced recurrent urinary tract infections, pelvic pain, painful urination, a burning sensation inside, and dyspareunia. She was hospitalized (B)(6) 2002 for cystitis. She was evaluated by an urologist and on (B)(6) 2008 she was diagnosed with mesh erosion between the middle and distal thirds of the urethra. She was treated with an intra-urethral laser procedure, cefalexin, and topical estrogen cream on (B)(6) 2010. On (B)(6) 2012, the mesh was removed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.